Event description:
It was reported that the pt was in the hosp and was having upper left extremity tremors. The hosp staff and family felt it was happening around pt's vns dosing cycle. Magnet was placed over chest and turned off for 8 hrs and tremors stopped. Pt's settings were decreased to conserve battery life and try to alleviate tremors. Battery replacement surgery is likely, but has not occurred to date. Attempts for further info have been unsuccessful to date.